Event description:
It was reported that the surgeon inserted a micl 12.6 implantable collamer lens upside down. The lens was removed immediately without any patient injury and the backup lens was successfully implanted. The reporter stated the incident was a loading error.

Manufacturer narrative:
(B) (4). (B) (4).